Event description:
It was reported that potential right atrial (ra) lead undersensing was observed. A bipolar atrial sensing measured 0.15 millivolts (mv), with no clear ra activity visible while the device was programmed to dual chamber inhibited pacing with rate response (ddir) mode. A unipolar sensing demonstrated significant noise, and the ra signal appeared to coincide with the ventricular complex. The bipolar p wave amplitude measured 0.22 mv. A potential ra lead dislodgement was suspected, and an x ray was recommended to confirm lead position. To date, this ra lead remains in service. No adverse patient effects were reported.